Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming "no disposable". Alarm silenced and settings reviewed. Pump was still beeping after reviewing settings. Trouble shooting instructions were attempted. No disposable alarm returned. Trouble shooting process repeated. No disposable still persists. The customer stated the bag looks very empty and air bubbles were noticed in the cassette tubing. Customer instructed to power down the pump and contact the clinic for further instructions. Resolution volume 16.3 ml, rate 5.5 ml/hr, volume given 233.75 ml. Event occurred at patient's home and was operated by health professional. They do not have any additional information to provide. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.